Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ 20 ml syringe with needle leaked around the plunger seal. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: no samples or photos were returned for evaluation. Complaint trending review of this lot and defect reveals one more complaint. No trend is observed for this defect on the reported product family. DHR review on lot # 1710216: we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Syringes were packed in machine nº2011 (october 6th - 16th, 2017). Syringes were assembled in machine nº4252, and nº4251, in lot #7269127 (october 2nd - 24th, 2017). Research has found no problems, defects or qn related to the reported issue. We have also reviewed the barrel lots #7244052, #7269061, and #7271031, and no problems, defects or qn related to the reported issue were found. Based on the customer feedback of the issue, bd concludes that the cause of the problem could be produced because of a damage in the plunger lip. This could be produced during the handling of the product through the manufacturing process or in the plunger assembly machine. We were unable to determine an exact root cause. Damage in the plunger lip could be produced during the handling of the product through the manufacturing process, or in the plunger assembly machine. Bd can ensure that the probability of finding this kind of defect is very low and any recurrence is unlikely in our products since review syringe DHR showed no indication of the alleged defect, considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no actions are required.

Event description:
It was reported that bd¿ 20 ml syringe with needle leaked around the plunger seal. No serious injury or medical intervention was reported.